Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device was returned for evaluation. Fiber disturbance, fraying and prolapsing was noted to the distal end of the balloon. An in-house presto inflation device was used to inflate the balloon, and water was noted streaming at the distal tip. The balloon fibers were stripped and under microscopic examination, a compound rupture was noted to the balloon at the distal end. No other functional testing performed. One image was provided and reviewed. The tip of the balloon is appropriately inflated; however, the proximal aspect of the balloon is deformed beyond the marker. There is no extravasation of contrast indicating a rupture. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. Also, the investigation is confirmed for the identified material deformation and material fray as fiber disturbance, fraying and prolapsing was noted to the distal end of the balloon. A definitive root cause for the reported balloon rupture and identified material deformation and material fray could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.